Manufacturer narrative:
The suture passer needle associated with this event was discarded at the user facility, therefore an evaluation could not be performed. This needle is composed of shaft and blade made of (B)(4). Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. A review of the device history record shows no discrepancies. This is a newly released product ((B)(6) 2010) and a review of complaint history shows no other complaints for this item and lot number. The use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To date, there have been no reports of serious injuries related to this failure. The information for use (IFU) provides the user the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result.

Event description:
During a left shoulder rotator cuff repair on a male patient, the tip of this concept suture passer needle broke off and became lost in the cuff tissue. The surgeon attempted to locate/remove the piece of broken tip but was unsuccessful and elected to leave it in the patient. Another needle was obtained and the procedure was completed as intended with no patient injury. No follow up x-ray was performed.